Event description:
According to the reporter, during a laparoscopic right hemicolectomy, after side to side anastomosis of the functional end to end anastomosis reconstruction, the tip of cartridge was found to be adhered to the tissue when removing the stapler and could not be removed. Re-anastomosis was performed and incision was extended more than one inch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.